Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d2: additional product codes: gxl and hxx. E3: initial reporter is a depuy synthes sales representative. H3, h4, h6: part 05.000.008, serial (B)(6) : release to warehouse date: february 12, 2015. Manufactured by: synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported that the device low power forward was not responsive. The repair technician reported that device runs at intermittent in fast forward and forward, and low in reverse. The cause of the issue is faulty parts. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h6: an additional service and repair evaluation was completed: the customer reported that the device low power forward was not responsive. The repair technician reported that device run intermittent in fast forward and forward mode, discolored wires, rust on motor, residue on barriers. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver low power forward was not responsive. The issue was observed during testing. There was no patient involvement so there were no reports of injuries, medical intervention or prolonged hospitalization. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).